Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated:"the safety cover will "come off" after injection."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated:"the safety cover will "come off" after injection."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report # 1024879-2023-00283: and is therefore over-reported.